Manufacturer narrative:
Lot number and serial number were not available on the date of filing. No devices were received by the manufacturer on the date of filing. Manufacture date was unavailable in the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that there were worn out spinous process clamps. There was no patient present.

Manufacturer narrative:
The spine clamp was returned to the manufacturer for analysis. Through visual/physical examination analysis found that there was physical damage. The clamp face was bent causing difficulty setting the clamp. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.